Event description:
Customer reported that pt, had a respiratory arrest while receiving basal + pca pain therapy. Pt made an apparent full recovery after receiving narcan. There is no indication that the pump malfunctioned. Pt was started on pca at 1700 on 1/13 with morphine at a concentration of 1mg/ml at a basal rate of 1mg/hr and a pca dose of 2mg with a lockout of period of 10 minutes and a one-hour limit of 10mg. The shift total at 2200 was 38mg (=38ml) used. At this time, the basal rate was raised to 2mg/ml because the pt complained of pain; the pca dose was not changed. At 2215 pt was found to be unresponsive, a code was called and the pt was given 3 ampules of naloxone. Pt was taken off the pump and was reported to be stable on 1/14. Pharmacy estimated the volume remaining in the bag to be 70-75ml. In good agreement with the reported shift total and the volume expected in a 100ml bag of 0.9% nacl into which 100mg of morphine (10mg/ml) had been injected. The medication record shows that the pt was not given any other pain medication while on pca or any medications which might have potentiated the effect of the morphine. The pump was sent to product services for eval and the bag of morphine solution was sent to an independent laboratory for morphine concentration analysis.